Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08108. The pt received two leads from the same lot number. It was reported the pt experienced ineffective stimulation since the fall she had in (B)(6) 2012 and so, had not charged her ipg. Sjm representative attempted to communicate with the ipg and confirmed the battery was nonresponsive. It was stated the pt had unrelated medical issues and will not undergo ipg replacement at this time.